Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2009; d274trk implantable cardioverter defibrillator (B)(6) 2009. (B)(4).

Event description:
It was reported that the left ventricular lead had dislodged and was coiled in the atrium. The lead was explanted and not replaced.no patient complications have been reported as a result of this event.